Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 525 mg/dl, at the time of incidence. Customer was treated with insulin pump. Customer did not allege insulin pump was not under delivering. Customer was using auto mode at the time of incidence. Customer did not troubleshoot as they were on their work. The insulin pump will not be returned for analysis.